Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced a skin overgrowth at the abutment site and was administered topical steroids and antibiotics (date not reported); however, this did not resolve the issue. Subsequently, the patient underwent a skin revision and abutment change (date not reported). The implanted device remains.